Event description:
The event occurred in the USA prior to use on (B)(6) 2026. It was reported that the hls set had pressure reading issues after set-up. P ven could not be read, it was displayed as dashes. The affected hls set was primed on (B)(6) 2026. The pressures zeroed while the set was free of liquids/priming solution. No visible damage was seen on the sensor housing or green flexline. In order to rectify the issue, the hls cable was replaced. The affected hls set was as well connected to a different cardiohelp device. However, the issue could not be solved. The cardiohelp devices could be excluded as fault. The affected hls set was not connected to a patient. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.